Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to resolve the occlusions; however, occlusions continued. Customer's blood glucose was 250-300 mg/dl. Customer reverted to using manual injections for insulin therapy.